Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was set up and operated on an in-house system, where it successfully passed the recognition and engagement tests, demonstrated smooth and intuitive movement with a full range of motion, and showed proper opening and closing of the grips multiple times. It also passed the grip test. When the bipolar energy cord was connected to an in-house erbe generator, it was correctly recognized as an energy device, and the instrument passed the electrical continuity test as well. It is possible that the incorrect part was returned for this complaint. The reported issue could not be reproduced or confirmed during failure analysis, as the instrument was recognized by the test system and passed all functional evaluations. Overall, the instrument was fully functional, and no product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument was found to have a misplaced wrist. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument jaw was dislodged and unable to open. There was no visible damage to the grip tips, no missing fragments or uncontrolled movement. There were no issues removing the instrument from the cannula or from the patient. The instrument jaws were not stuck on tissue; however, another instrument was used to open the jaws. No release key was used and no tissue was removed.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.